Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 3.0 x 32 mm taxus element stent was advanced for treatment but was not able to cross the lesion. Upon removal, it was noted that the stent edge had lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).